Manufacturer narrative:
A ge service rep performed an on site investigation. The cmos battery was replaced on the generator drive board during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a calibration maintenance required message at boot up. No pt injury was reported.